Manufacturer narrative:
(B)(4). Investigation summary ==> the investigation confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was impacting a size 7 cr femur when upon impaction with bone cement already on the prosthesis and femur the 2544-01-006 femoral impactor shattered also breaking the quick release handle lever and spring. Attune impaction handle 2544-01-017 also needs to be replaced, we retrieved all pieces. No surgical delay.